Event description:
The device (part number mco989) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of the instrument indicated that the instrument tip was bent and the coating was heavily damaged on the tip of the instrument. The damage was most likely a result of impact and excessive abrasion. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).